Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer had issues with bent cannulas in the past. The customer reports that the sensor glucose meter is giving inaccurate readings. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer did not return the product back for analysis.